Manufacturer narrative:
Medical device lot #: 1033517 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua200098 the following information was provided by the initial reporter: " biogx sars cov2 discrepant results. Initial results are positive and then negative upon repeat on max. "

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results with the bd max¿ exk¿ tna-3 kit (ref. 442827) lot 1033517 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd max¿ exk¿ tna-3 kit indicated that lot 1033517 was manufactured according to specifications and met performance requirements. Customer reported two discrepant and one false positive result on a negative control, with biogx sars-cov-2 assay used in combination with the bd max¿ exk¿ tna-3 kit lot #1033517 extraction kit. The samples were positive for the initial result but negative upon repeat. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ exk¿ tna-3 kit lot 1033517. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: "biogx sars cov2 discrepant results. Initial results are positive and then negative upon repeat on max.."

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: " biogx sars cov2 discrepant results. Initial results are positive and then negative upon repeat on max. "

Manufacturer narrative:
The following fields were updated with additional information: d.1. Brand name: bd max¿ exk¿ tna-3; d.2. Common device name: clinical sample concentrator; jhh. D.4. Catalog number: 442827; UDI number: (B)(4); lot number: 1033517; expiration date: 2022-07-26. H.4. Creation date: 2021-02-02.